Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer was hospitalized for high blood glucose levels. Blood glucose level at the time of hospitalization 337mg/dl. Troubleshooting occured. No additional information was provided.